Event description:
A medtronic pioneer catheter was inserted in a patient for the treatment of an unknown lesion site. It was reported that the physician advanced the pioneer catheter extra vascular the entire device was outside of the vessel wall the intended lesion which was the sfa. The patient was in poor health condition, the physician had to unblock the vessel leading to the patient's leg or the leg would need to be amputated. The patient was not a bypass candidate. The physician advanced the needle as far as the needle deployment slide button could be pushed. When the needle had been advanced as far as possible there was "popping" sound which the physician believes came from the handle of the device. The physician was unable to retract the needle back into the needle housing. There was no wire in the needle lumen when the physician tried to retract the needle. The physician advanced the guide catheter up and covering the pioneer catheter needle and safely removed the pioneer catheter from the patient. The physician elected to use a second pioneer and during the very aggressive advancement of the pioneer catheter the ivus stopped functioning. The physician did not deploy the needle of this device and removed the device from the patient without difficulties. The physician elected to stop the procedure at this point. The patient was left untreated. No additional clinical sequelae were reported and the patient is fine.